Event description:
It was reported that cartridge used with tandem mobi leaked insulin from pigtail area on four occasions occurring on same day, with leak coming from bottom of cartridge where fill rod or pump attaches. There was no adverse impact to the customer's blood glucose level. Customer changed leaking cartridge and successfully resumed insulin therapy, and no additional resolution details were provided.